Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached cutting wire using a biopsy forceps. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the ultratome xl broke and could not be used. It was reported that the detach cutting wire was successfully retrieved using a biopsy forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device inside the patient were provided by the customer and showed the cutting wire detached. Additionally, photo was also provided outside the patient and shows the cutting wire broken and kinked. It was reported that the device was energized prior to bowing; however, according to the instructions for use (IFU), the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire integrity."